Manufacturer narrative:
In the previously submitted report, the 510k number was incorrect. In this report the 510k number has been corrected/updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar plus c-flex device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During evaluation of the device at the service center, there was evidence of foam particles during the testing of the device. The service center also found dust and dirt inside the device.